Event description:
The customer reported that the insulin pump alarmed after he jumped in the water with the device on. Troubleshooting was performed and the buttons were unresponsive. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.